Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-sustained episodes and delivered inappropriate shocks due to myopotential oversensing. A procedure was performed to reposition the electrode to avoid the pectoralis which was suspected to be the source of the myopotential noise. It was noted that the signal appeared to improve and system efficacy was verified with defibrillation threshold testing. Several weeks later the patient presented for a stress test at which time myopotential noise continued to be observed in addition to an untreated a number of polymorphic premature ventricular contractions (pvcs) as physical effort increased; an untreated episode was also found recorded to the device and variable intrinsic amplitudes observed. Boston scientific technical services (ts) reviewed available information and discussed possible causes while suggesting additional x-rays be obtained to verify system placement. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned severed in two segments at 9.5 cm from the terminal pin. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits with the returned portions of the electrode segments. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Additional information was later received indicating the patient presented to the hospital following additional instances of noise and untreateted episodes recorded to the remote monitoring system. In order to avoid additional inappropriate therapy a revision procedure was subsequently performed wherein the s-ICD and electrode were explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported.